Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 40 mg/dl was entered into the pump by the user on (B)(6)2019 at (B)(6)pm. Blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at (B)(6)pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments prior to the low bg. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-55 (mg/dl); cause was unknown. Contact administered the glucagon shot to the customer. Recommendation was made to consult with healthcare provider regarding diabetes management.